Event description:
Medtronic received a report that an axium coil encountered difficult placement. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured right mca bifurcation aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 4.3 mm and neck diameter 2.4 mm. The patient¿s blood flow was normal and vessel tortuosity was severe. Physician decided to treat a ruptured wide neck right mca bifurcation aneurysm with balloon assisted coiling. Considering the measurements of aneurysm, he decided to take this as 1st coil. But he was unable to deploy this coil due to morphology of the aneurysm even with balloon inflation also. This coil was not fitting inside the aneurysm at all due to 15cm length, so he took out this coil <(>&<)> deployed fc-4-10-3d as 1st coil which framed nicely. The coil was not implanted at the intended location. There were no additional steps/surgical interventions required to remove or secure the coil. The device did not jump during deployment. The vessel was not damaged. The tip of the catheter was not under stress. The tip of the catheter moved during deployment. The physician did not rotate the delivery pusher during procedure. The aneurysm did not rupture. There were no patient symptoms or complications associated with this event. Additional information was received that an echelon catheter was used. The cause of the axium difficult placement was due to morphology, wide neck aneurysm and length of the aneurysm, and this axium couldn¿t be placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the catheter tip moving during deployment was not determined.